Event description:
The consumer reported that the reason their prior implantable neurostimulator (ins) was replaced was because it would not charge. The issue occurred 2 or 3 months before the replacement. Relevant medical history includes post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the prior ins would not charge was that they were feeling better but continued to use their stimulator, however they weren't fully charging it every time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.